Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, noise that resulted in oversensing was noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.